Event description:
It was reported by the rep that (1) atw45 and the (4) tr45w were used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported that the first firing had light bleeding on the staple line. The second firing had malformed staples and bleeding. The third firing had a "crunch" of the instrument and the proximal end of the staples did not fire; and the fourth firing had bleeding on the whole staple line and malformed staples. There was an extended operating room time of 15-20 minutes. 04/26/2000: additional info rec'd: the case was completed with sutures and with bovie. No add'l pt consequence to report at this time.